Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow graft thrombosis could not be confirmed as no images were provided by the account. Additionally, a direct correlation between the device and the reported patient symptoms could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. No evidence of device thrombosis was observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had altered signs of heart failure. A pro-b-type natriuretic peptide (probnp) was altered. A cardiac ultrasound and chest computed tomography (CT) was performed and outflow graft thrombosis was identified. Thrombus resolution was in process with heparin. There were no changes to pump parameters